Manufacturer narrative:
D10: (B)(6). 300-62-03 - stemless humeral comp integrip, cage, size 3. (B)(6). 310-60-50 - stemless humeral head extra short, 50mm (beta). (B)(6). 315-35-00 - glnd kwire. (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6). 531-20-00 - shldr gps rvrs drill kit. (B)(6). 531-78-20 - shoulder gps hex pins kit. 05004018136. A10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, it was reported that the patient's glenoid components had a shear failure which was potentially caused by a fall. As a result, the patient underwent a right shoulder revision approximately 7 years and 2 months after initial implantation. No further patient impact reported. No further information available.